Event description:
It was reported that (1) tlc55 was used during a bowel resection procedure. It was reported by the rep that the surgeon could not get the tlc55 to fire fully. The surgeon said "surgeon could only push the firing trigger forward approximately 1cm." After the staples were fired and some tissue were transected. This was the initial firing of the tlc. The case was completed by hand sewing the anastomosis.